Event description:
A malfunction on the pump was reported by the caller, identified as malfunction 199 according to tandem source. There was no adverse impact to the customer's blood glucose level. Although the malfunction was noted to reoccur, with at least three instances reported on the pump, the pump was not replaced because it was out of warranty.